Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (disease progression and angulated aortic neck). Eval, conclusions: (disease progression and angulated aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that currently the aortic neck is 1 cm long and angulated 50 degrees. The pt developed a proximal type 1 endoleak due to disease progression. On (B)(6) 2010, a talent converter and occluder were successfully placed to resolve the endoleak, followed by a fem-fem bypass. No add'l clinical sequelae were reported, and the pt is fine.